Event description:
It was reported that during a mammary bypass procedure there was an issue with device clip formation. The surgeon used a similar device to complete the case. No adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.